Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested an unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for > 100 colony forming units (cfus) of citrobacter sedlakii. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms which, is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water and auxiliary channel. The customer does not use detergent during the pre-cleaning process. During the manual cleaning process, the customer uses aniosyme x3 detergent and brushes the instrument channel, suction cylinder and the instrument channel port. The customer uses asept in med, neobrushes (reference 201790). The customer does not manually disinfect the scope. For automated endoscope reprocessor (aer) treatment, a wassenburg lde wd440 machine is used with endohight cln detergent and endohight paa (disinfectant). The scope is stored in a surestore storage. Olympus is the maintenance company used by the customer. The scope was sterilized. Upon device evaluation, it was uncovered that the insulation value at the plastic distal end cover did not meet the standard value. It was observed that the glue of the bending section cover was white and separated. It was also observed that the mouthpiece was damaged. It was observed that the suction cylinder was scratched. It was also observed that key top 1 had wear and tear. It was observed that the universal cord was wrinkled. It was also observed that the bending angle was not to specification. Additionally, the play knob did not meet the standard value in all directions. A malfunction was observed in the control stiffness. Lastly, it was observed that the biopsy channel had wear and tear and was replaced as a preventative maintenance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.